Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The intraoperative findings of trunnionosis, elevated metal ions, elevated white blood cell count, purulent material, and ¿grungy material¿ are consistent with metallosis and infection. However, without the supporting imaging, and/or the analysis of the explanted components, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, infection, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that patient started presenting pain and high fever. A hip aspiration was performed and patient got positive on gram-positive cocci. A partial revision was formed which showed purulent material within the hip capsule. Plaintiff continues to have infection in his hip and requires continuing medical care.